Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead is oversensing. Just checked patient today with dr. (B)(6). Pt had 4.7k atr's in the logbook since (B)(6) 2010 (that was last follow up) and egm's are showing noise on atrial channel. Sensitivity is at 0.15mv as p-waves get as low as 0.4mv and has been on the low end since implant. The noise appears to be emi, daily measurements are normal and can't recreate with isometrics, pocket manipulation and valsalva. From talking to the patient and patients daughter they can't isolate any external noise source. All the atr's that are visible (about 14) are between 6pm to 8pm and over multiple days. (B)(6) (2 episodes), (B)(6) (2 episodes), (B)(6) (3 episodes), (B)(6) (1 episode), (B)(6) (3 episodes) and that date has the only one that was not between 6pm and 8pm and was at 11am but no egm to review. The noise was only on the atrial egm, sensitivity in the v is 2.5mv. The doctor plans to just monitor for now and have pt take notice of what he is doing between 6pm and 8pm to see if can relate to any external source. No patient symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).